Event description:
It was reported by the patient that the device was repositioned shortly after implant. The patient also reported feeling a "numbing" sensation in fingertips and inquired if it is related to the repositioning of the device. Requests to the physician for additional information found that the device was repositioned for unknown reasons. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.